Event description:
No additional patient/event details have been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Investigation ¿ evaluation: a review of the documentation including the complaint history, instructions for use (IFU) and quality control, as well as a visual inspection of the returned device was conducted during the investigation. One single lumen peripherally inserted central venous catheter set was returned for investigation. The visual inspection of the complaint device noted the hub turns in a circular motion and the glue between the hub and snt has broken. Additionally, a document based investigation evaluation was performed. A review of the device master record found that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record and a database search for additional complaints on this lot could not be conducted as the lot number is unknown. There is one other complaint reported by the same customer for the same failure mode on the same device that was reported at the same time as this one (mfg. Report reference #: 1820334-2019-02751). There is no evidence to suggest there is any nonconforming product in house or out in the field. A review of the product labeling for the device was completed. The instructions for use was reviewed and no relevant instructions related to the reported failure mode were identified. Based on the information provided, inspection of the returned product, and the results of the investigation, a definitive cause was not established. The appropriate personnel have been notified. Per the quality engineering risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that the hubs on silicone single lumen PICC lines rotate after adding the needleless caps. The complaint devices failed upon placement near the external white hub. This has lead to a prolonged insertion process. No damage to the white hub was noted. Saline was used to flush the devices. No other adverse effects have been reported for this incident.